Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of surgical lights - volista standop. It was stated yellow handle was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem, h6 medical device ¿ problem code, h6 investigation findings, h6 component codes and h6 investigation conclusions deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 27th may, 2024 getinge became aware of an issue with one of surgical lights - volista standop. It was stated yellow handle was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 27th may, 2024 getinge became aware of an issue with one of surgical lights - volista standop. It was stated yellow handle was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee indicated that the handle should be disinfected, prior to usage. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no risk of handle contaminating sterile field, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous h6 medical device ¿ problem code: mechanical problem/detachment of device or device component 2907, corrected h6 medical device ¿ problem code: no apparent adverse event 3189. Previous h6 investigation findings: results pending completion of investigation 3233 corrected h6 investigation findings: no device problem found 213. Previous h6 medical device ¿ component codes: mechanical/handpiece 3067. Corrected h6 medical device ¿ component codes: none. Previous h6 investigation conclusions: conclusion not yet available 11. Corrected h6 investigation conclusions: no problem detected 67. Initially provided information was pointing to handle missing. The issue is considered as safety related as any parts falling off into sterile field or during procedure may cause contamination or serious injury. According to additional clarification provided by the getinge employee indicated that the handle should be disinfected, prior to usage. It was possible to determine that the issue investigated herein is not safety and risk related, as there was no risk of handle contaminating sterile field, which was initially considered. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. It was established that when the event occurred, the device was up to the manufacturer specification and was not being used for patient treatment or diagnosis. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.

Event description:
On 27th may, 2024 getinge became aware of an issue with one of surgical lights - volista standop. It was stated yellow handle was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee indicated that the handle should be disinfected, prior to usage. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no risk of handle contaminating sterile field, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.